Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a lead anomaly was observed via fluoroscopy. Lead remains implanted.